Manufacturer narrative:
The investigation determined that lower than expected vitros phenytoin (phyt) results were obtained from two different levels of non-vitros biorad quality controls, lot 85310, tested on vitros xt7600 integrated system. The most likely assignable cause of the event was an instrument related performance issue. Quality control results shifted low on j76000954 only, but acceptable performance was obtained on an alternate vitros xt7600 integrated system. In addition, vitros phyt slide lot 2624-0184-9584 could not be calibrated. Acceptable performance was obtained on an alternate vitros phyt slide lot after an ortho field engineer cleaned the immuno wash fluid (iwf) motor z shaft, lubricated the iwf pump and replaced the iwf fluid, tubing and tip. Historic quality control results obtained from vitros phyt slide lot 2624-0184-9584 were acceptable prior to the event, and acceptable vitros phyt slide lot 2624-0184-9584 quality control results were obtained on an alternate vitros xt7600 integrated system. Therefore, a performance issue with vitros phyt slide lot 2624-0184-9584 did not likely contribute to the event continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2624-0184-9584.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros phenytoin (phyt) results were obtained from two different levels of non-vitros biorad quality controls, lot 85310, tested on vitros xt7600 integrated system. Biorad level 2 lot 85310 vitros phyt results of 7.12, 6.61, 6.52 and 6.99 ug/ml versus the expected result of 13.38 ug/ml. Biorad level 3 lot 85310 vitros phyt results of 8.89, 8.11, 8.80 and 11.19 ug/ml versus the expected result of 23.18 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).